Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the needle hub was found broken and the ars leaking during usage on the patient.

Event description:
The customer reports that the needle hub was found broken and the ars leaking during usage on the patient.

Manufacturer narrative:
(B)(4). The customer provided one photo for this investigation. The photo showed a crack in the hub of the introducer needle while attached to the ars. The customer also returned one unopened kit for evaluation. The sample returned was to be investigated as a representative sample. The kit was opened to examine the needle hub. No defects or anomalies were observed on the returned needle. The returned needle was attached to the returned inventory syringe and water was aspirated and purged. The sample functioned as expected. A device history record review was performed with no relevant findings. The customer complaint of a needle hub crack was confirmed through the customer provided photo. The needle hub in the photo contained a single crack. A device history record review was performed, and no relevant manufacturing issues were identified. Though no issues were found on the representative sample that was returned, further investigation of the needle hub crack found in the customer photo is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related.